Event description:
It was reported about one week after implant that the patient had a pocket hematoma. The pocket was aspirated and opened to revise the pocket and remove the hematoma. Device was reinserted into the pocket along with a pouch. The system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).